Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to verify low reservoir alarm and failed battery test alarm due to unresponsive buttons. No moisture damage on electronics and motor noted. Insulin pump received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and failed battery test. She was changing the reservoir when the buttons on the insulin pump were unresponsive. The customer replaced the battery and the insulin pump alarmed failed battery test and then button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.